Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. While the sample was being disinfected and prepared for analysis, a leak was found at the junction of the main line assembled to the red ¿t¿ connector. After further inspection, no other issues were identified. During microscopic inspection a gap was observed in the assembly between the red ¿t¿ connector and the main line. No additional issues were identified in the remaining components of the set. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline leaked from the arterial line halfway through a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine did not alarm, but is not expected to. A fresenius dialyzer was also in use. The leak originated on the arterial line exiting the blood pump. There were no issues during priming. There were no loose connections. There were no changes in pressure of blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient serious injury or medical intervention required as a result of this event. The patient chose not to continue treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline leaked from the arterial line halfway through a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine did not alarm, but is not expected to. A fresenius dialyzer was also in use. The leak originated on the arterial line exiting the blood pump. There were no issues during priming. There were no loose connections. There were no changes in pressure of blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient serious injury or medical intervention required as a result of this event. The patient chose not to continue treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation.